Manufacturer narrative:
The investigation for the high purge pressure has been completed. The data log shows that there are suction alarms throughout the case as well as a motor current spike in the beginning of the case. The high purge pressure does not resolve during the case. The returned pump was investigated and biomaterial was observed in the purge gap. The pump was purged and the high purge pressure was reproduced after purging for several minutes. The pump was then run and saturated flow was noted. The cause of the high purge pressure was biomaterial. The instructions for use provides troubleshooting suggestions on how to manage high purge pressures. It states unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported 77yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that on day 2 of the support, there were high purge pressure alarms. The team troubleshot by the use of tissue plasminogen activator (tpa). This did not resolve the issue and so the team explanted and replaced the 5.5 with another pump. There was no patient harm reported.